Event description:
When creating composite file to use for the cardiac review program with a selection of rest/stress, the datasets are mislabeled on the composite page of the cardiac review program. Pt was misdiagnosed due to this occurrence.